Event description:
Based upon additional information received on 16-dec- 2015, the case became valid as the demographics of the patient were added and was upgraded to serious since the non-serious event of adverse reaction was updated to a serious event of acute inflammatory reaction likely to the synvisc one. This case was cross referenced with case: (B)(4) (cluster). This unsolicited device case from (B)(6) was received on 08-dec-2015 from a physician. This case concerns an adult male patient who initiated treatment with synvisc one and experienced acute inflammatory reaction likely to the synvisc one. The patient's medical history, concurrent condition, past drugs and concomitant medications were not reported. On an unknown date in (B)(6)-2015, approximately 10 days ago, the patient initiated treatment with intraarticular synvisc one injection (indication, dose, frequency, batch/lot number and expiry date: not provided) into right knee. On an unknown date, within 24 hours of getting the injection, the patient experienced quite severe pain/ sudden pain in right knee. On an unknown date, the patient experienced acute inflammatory reaction likely to the synvisc one. It was reported that the patient also had a moderate effusion of the right knee. It was further reported that the pain was quite intense to the point where he went to the emergency department of the hospital where he was assessed and underwent aspiration of his knee. The fluid was sent for microbiology with gram staining, the results of which failed to show any bacteria. The patient did not have an infection and was started on antibiotic and was given analgesics. The patient also underwent an injection of cortisone and was also given a strong anti-inflammatory. Since an unknown date, the patient subsequently noticed some improvement in his symptoms, although he still complained of quite severe pain. It was reported that the pain was not associated with any constitutional symptoms. The physician did not consider the adverse event to be related to patient's pre-existing condition. Action taken: unknown corrective treatment: strong anti-inflammatory, cortisone, analgesics, aspiration outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(6). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention additional information was received on 15-dec-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 16-dec-2015. A related case was added. The demographics of the patient were added and the case became valid. The non-serious event of adverse reaction was updated to serious event acute inflammatory reaction likely to the synvisc one with details and the associated symptoms were added and the case was upgraded to serious. The product start date was updated. The location of the injection was added. The seriousness criterion of required intervention was added. Clinical course updated and text amended accordingly.

Event description:
Based upon additional information received on (B)(6) 2015, the case became valid as the demographics of the patient were added and was upgraded to serious since the non-serious event of adverse reaction was updated to a serious event of acute inflammatory reaction likely to the synvisc one. This case was cross referenced with case: (B)(4) (cluster). This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns an adult male patient who initiated treatment with synvisc one and experienced acute inflammatory reaction likely to the synvisc one. The patient's medical history, concurrent condition, past drugs and concomitant medications were not reported. On an unknown date in (B)(6) 2015, approximately (B)(6) days ago, the patient initiated treatment with intraarticular synvisc one injection (indication, dose, frequency, batch/lot number and expiry date: not provided) into right knee. On an unknown date, within 24 hours of getting the injection, the patient experienced quite severe pain/ sudden pain in right knee. On an unknown date, the patient experienced acute inflammatory reaction likely to the synvisc one. It was reported that the patient also had a moderate effusion of the right knee. It was further reported that the pain was quite intense to the point where he went to the emergency department of the hospital where he was assessed and underwent aspiration of his knee. The fluid was sent for microbiology with gram staining, the results of which failed to show any bacteria. The patient did not have an infection and was started on antibiotic and was given analgesics. The patient also underwent an injection of cortisone and was also given a strong anti-inflammatory. Since an unknown date, the patient subsequently noticed some improvement in his symptoms, although he still complained of quite severe pain. It was reported that the pain was not associated with any constitutional symptoms. The physician did not consider the adverse event to be related to patient's pre-existing condition. Action taken: unknown corrective treatment: strong anti-inflammatory, cortisone, analgesics, aspiration outcome: unknown a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention additional information was received on 15-dec-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 16-dec-2015. A related case was added. The demographics of the patient were added and the case became valid. The non-serious event of adverse reaction was updated to serious event acute inflammatory reaction likely to the synvisc one with details and the associated symptoms were added and the case was upgraded to serious. The product start date was updated. The location of the injection was added. The seriousness criterion of required intervention was added. Clinical course updated and text amended accordingly. Additional information was received on 21-dec-2015. Global ptc number and ptc results were added. Text was amended accordingly.